Event description:
Complainant alleged that during the incoming inspection of the product, the device failed the defibrillation self test by not displaying the appropriate "test ok" message. The complainant indicated that there was no pt involvement in the reported failure.